Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while lying in bed, the patient experienced chest palpitations and blurry vision. At that time, his cgm reading was approximately 100 mg/dl, but a fingerstick measurement showed 242 mg/dl. He administered 1 unit of humalog using an insulin pen. It took more than 30 minutes for his blood glucose to begin decreasing, during which he also performed a cgm calibration. Due to persistent blurry vision, the patient contacted his eye doctor and drove himself to the clinic for evaluation. During the visit, he was informed of bleeding in the eye and received a steroid injection to help clear the blood vessel. There was no treatment given for his blood glucose during the clinic visit. The patient remained in the clinic for less than an hour. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).